Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the customer filled the cartridge with 450 units of room temperature insulin. The customer successfully reloaded the cartridge. There was no impact to the customer's blood glucose level.